Event description:
The watertrap on it needs to be replaced frequently, most of the time the manifold seal comes out attached to the watertrap. It is a little piece that is not easy to see. This produces a leakage and the unit does not read the value of the gas measured. We contacted philip to address this issue. Manufacturer response (as per reporter) for anesthesia gas module, philips agmthey will look into this complaint